Manufacturer narrative:
Device identifier: (B)(4), product identifier: (B)(6). The device was not returned, therefore, an investigation for cause was unable to be performed. Based on the reported failure of "do not tissue fragmentation" "amplitude and "vibration alarm", it is possible the issue may be with power/ultrasonic or suction. However, without testing the actual unit, it is not possible to verify. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2020, the cusa excel w/ console 220v ac with footswitch does not have tissue fragmentation. The customer saw the control panel and the amplitude indicator was illuminated too much below the programmed point. They reassembled the hand piece, pressed the test button then the vibration alarm and general alarm were active. The next day, without a patient, they tested another handpiece and the machine was okay. No alarms were active. The device was in contact with the patient with no injury reported. An hour delay of surgery was reported. Additional information received on (B)(6) 2020 stated that the procedure was extracting a brain tumor. No adverse consequence for the delay.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation but was found to be contaminated. Therefore, analysis could not be completed, and the reported complaint was not confirmed. This device is not an out of box failure. Based on the reported failure of "do not tissue fragmentation" amplitude and "vibration alarm" it is possible that this is an issue with power/ultrasonic or suction. However, without testing it is not possible to verify.

Event description:
N/a.